Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The physician attempted to use a spider fx catheter to treat the mid common carotid artery. There were no abnormalities reported in relation to anatomy. There was moderate degree of tortuosity and calcification, % lesion stenosis is unknown. The IFU was followed during preparation, procedure, post-procedure. When delivering the spider over a synchro wire to the internal carotid the physician reported the spider device was hard to deliver. Once deployed during initial advancement the physician noted there was a kink. The device was pulled back into delivery sheath and component embolization and resistance were noted during withdrawal. After removal from sheath the green portion of the delivery catheter fractured and was in the right external iliac/common femoral on the access side. The kink was observed at the proximal part of spider wire beneath basket. The delivery catheter component embolized in the common femoral and was retrieved using a goose neck snare. The patient tolerated procedure very well. There were no patient symptoms or complications associated with this event.

Manufacturer narrative:
Product analysis: the spider fx was returned inside a biohazard pouch with a spider fx device sticker attached with a blue drape cloth. The device sticker indicated lot b008958. No ancillary devices were included. The capture wire/filter assembly were loaded inside the delivery catheter. The filter assembly was retracted back into the clear segment of the catheter. The filter assembly with the clear segment showed the coiled tip and filter. There was not sign the capture wire fractured. A radial fracture of the delivery catheter was observed at approximately 1/2". The location of the fracture was at the primary wire port. The proximal rim of the primary port was observed. The fracture face showed the delivery catheter stretched distally. It should be noted the distal segment of the delivery catheter which had fractured off was not returned. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: no damage was noted to the device packaging. All components of the device were removed from the patient. No additional treatment was given to the patient. No vessel damage was noted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: the vessel treated was the mid left carotid artery. It was reported that after the removal of the detached the patient was admitted overnight to the ICU for further monitoring. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.